Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d317 was performed. There were no nonconformances. This lot met release requirements. The uvadex lot number was not reported, as it was not used. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break, alarm #7: blood leak? (Centrifuge chamber), and alarm #11: air detected. No trends were detected. A corrective and preventive action was initiated for complaint category alarm #1 and is now closed. A corrective and preventive action was initiated for complaint category, drive tube leak/break. (B)(4): the service engineer cleaned the centrifuge and pump deck, replaced the leak strip o-ring, checked system diagnostics, and completed system checkout procedure. No further action necessary. This assessment is based on information available at the time of the investigation. Evaluation of the photographs is still in progress at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4).

Manufacturer narrative:
Photos were returned for analysis. The photos indicate that the upper and lower bearing retainers are visibly open and appear to be in good condition. These could have been opened by the operator after the procedure stopped, or were left open during the procedure, causing the failure. The site of the leak is slightly below the middle of the drive tube. The root cause of the leak is likely an issue during installation, as the bearings are not properly loaded in their respective retainers. No manufacturing defects could be identified from the photos. The DHR review of the complaint lot found no related nonconformances. This lot passed all lot release testing. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a blood leak that occurred during purging air phase of a patient treatment. A blood leak (centrifuge) alarm occurred, the operator shut off the instrument, and cleaned the centrifuge chamber. Customer reported the bowl did not break and they do not see any obvious leaks or tears to the drive tube. The instrument was powered back on without blood leak alarm occurring, but did get an air detected alarm without a kit on the instrument. Css instructed operator to shut instrument off and watch for prompt to start a new treatment, and select yes. Operator did so and cleared the air detected alarm. Operator requested service; (B)(4). The customer sent photos for investigation.